Manufacturer narrative:
Import for export. (B)(4). The following related mdrs were filed for this event: MFR report number - model number - serial number 9610877-2020-00097 - ec-3490li - (B)(4), 9610877-2020-00121 - ec-3490li - (B)(4), 9610877-2020-00122 - ec-3890li - (B)(4), 9610877-2020-00123 - ec-3890li - (B)(4), 9610877-2020-00124 - ec-3890li - (B)(4), 9610877-2020-00125 - ec-3890li - (B)(4), 9610877-2020-00126 - ec-3890li - (B)(4), 9610877-2020-00127 - ec-3890li - (B)(4), 9610877-2020-00128 - ec34-i10l - (B)(4), 9610877-2020-00129 - ec34-i10l - (B)(4), 9610877-2020-00130 - ec34-i10l - (B)(4), 9610877-2020-00131 - ec34-i10l - (B)(4), 9610877-2020-00132 - ec38-i10l - (B)(4), 9610877-2020-00133 - ec38-i10l - (B)(4), 9610877-2020-00134 - eg-2790i - (B)(4), 9610877-2020-00135 - eg-2990i - (B)(4), 9610877-2020-00136 - eg-2990i - (B)(4), 9610877-2020-00137 - eg-2990i - (B)(4), 9610877-2020-00138 - eg-2990i - (B)(4), 9610877-2020-00139 - eg-2990i - (B)(4), 9610877-2020-00140 - eg-2990i - (B)(4), 9610877-2020-00141 - eg29-i10 - (B)(4), 9610877-2020-00142 - eg29-i10 - (B)(4).

Event description:
Pentax medical was made aware of a complaint on 01-jul-2020 for sticking andorate disposable valves that occurred during a procedure on or around (B)(6) 2020. No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. Andorate disposable valve model and serial numbers are unknown. The complaint handling unit(chu) made multiple attempts to gather additional information stating with gfe emails on 06-jul-2020, 07-jul-2020, 13-jul-2020, and again on 16-jul-2020. On 16-jul-2020, the sales rep confirmed he sent the request for additional information to the user facility. Another follow up was sent looking for the product information on 29-jul-2020. The pentax sales rep responded via email 30-jul-2020 providing the pentax medical model and serial numbers used with the andorate disposable valves. A call was made to the sales rep on 30-jul-2020 to discuss the information provided. The sales rep confirmed the model/serials with check marks on the provided user facility list are known to have been used with the andorate disposable valves and most probably had issues with sticking andorate disposable valves which resulted in continuous suction during a case. While (B)(6) 2020 was submitted as an event and the sales rep awareness date, the actual procedures cannot be identified by the user facility. Therefore the event dates, patient, and case details are all unknown and will not be available. The model and serial numbers of the pentax medical endoscopes used by the facility on or around (B)(6) 2020 were received from the sales rep on 30-jul- 2020: ec-3490li - (B)(4), ec-3490li - (B)(4); ec-3890li - (B)(4), ec-3890li - (B)(4), ec-3890li - (B)(4), ec-3890li - (B)(4), ec-3890li - (B)(4), ec-3890li - (B)(4); ec34-i10l - (B)(4), ec34-i10l - (B)(4) ec34-i10l - (B)(4), ec34-i10l - (B)(4), ec38-i10l - (B)(4), ec38-i10l - (B)(4); eg-2790i - (B)(4); eg-2990i - (B)(4), eg-2990i - (B)(4), eg-2990i - (B)(4), eg-2990i - (B)(4), eg-2990i - (B)(4); eg27-i10 - (B)(4); eg29-i10 - (B)(4), eg29-i10 - (B)(4). The endoscope has not been returned to pentax medical for evaluation. On (B)(6) 2020, a device history record(DHR) review for model ec34-i10l, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 08-aug-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2018. Model ec34-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2018.